Event description:
New information noted that the pacemaker and the right ventricular lead exhibited oversensing noise.

Manufacturer narrative:
Reported event of over-sensing could not be confirmed. As received the device was in normal range of operation and no anomalies were noted. Telemetry and sensing functions of the device were tested and found to be normal. A longevity calculation was performed, and device was found to have normal depletion based on device usage.

Event description:
Related manufacturer reference number:(B)(4). It was reported that the pacemaker and the right ventricular lead exhibited unspecified oversensing. It was noted that a 10 second pause was confirmed, emergency hospitalization, and primary pacing was performed. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products.